Event description:
New information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of oversensing noted on the right ventricular (rv) lead and seen on the egm by technical support. The device was reprogrammed to resolve the event and the patient was in stable condition.